Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Leaflet not coapting typically would result in regurgitation. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient presented with central regurgitation after the implantation of a 29mm mitral valve. As reported, posterior leaflet base was spared and chordae were fixed into the mitral valve annulus. The central regurgitation was observed on pod #1, but it couldn¿t be evaluated and quantified very well due to a bad acoustic window (peak grad 15mmhg, mean grad 5mmhg and area > 2,5cm2). On pod #4 another echo showed a small regurgitation, (peak grad 17mmhg, mean grad 8mmhg and area > 2,9cm2). On pod #13, echo showed impaired mitral leaflet coaptation and decreased mobility of two leaflets, with important mitral regurgitation (peak grad 25mmhg and area = 2,2cm2), so it was decided to schedule a surgery for mitral valve replacement. A 29mm non-edwards device was implanted. Patient was noted to be stable.

Manufacturer narrative:
The product was returned for evaluation. Customer report of central regurgitation was visually confirmed due to suture loop. Suture track indentations were observed on leaflets 1 and 3 near commissure 1. This indicated the suture was looped around commissure 1. A gap was observed in the central coaptation region due to restricted leaflets cause by the suture loop. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. Thrombus like material was observed near commissure 1 at the outflow aspect. Valve appeared in the same condition as in the images provided by the customer.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.